Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the power supply was connected to lab use only (luo) testing equipment. The pst did not detect any output on the power supply during evaluation. It was determined that the power supply did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr found that power supply 1 failed. The power supply was replaced, and release testing was performed. The unit operated to the manufacturer's specifications. Per data log review: the system was left powered on, and on 19feb2023 the power manager reported a supply voltage failure for the left power supply 1. This would disable the battery charger and cause a 'batteries cannot be charged' message in the perfusion screen as reported. The log confirms the complaint.

Event description:
It was reported that the heart lung machine (hlm) displayed a 'batteries cannot charge' message. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.